Event description:
It was reported that the patients incision was red due to an allergic reaction to the skin glue used during the implant procedure. It was also noted that an escherichia coli (e. Coli) infection was found in the patients urine. The patient was admitted in the hospital and was prescribed antibiotics. The allergic reaction had since cleared up and patient is recovering well.